Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation- based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening on the posterior side assessed as fold flaw opening.

Event description:
Healthcare professional reported deflation. Device has been explanted. This relates to the right side.